Manufacturer narrative:
(B)(6) 2021.

Event description:
The customer reported getting "blower temperature high" alarm. The device was in clinical use, but there was no patient harm reported. The customer could not duplicate alleged malfunction during evaluation, but they confirmed the issue in the error logs. The customer replaced the blower to resolve the issue. The unit passed testing and it was returned to service.

Manufacturer narrative:
The customer replaced the blower motor controller printed circuit board assembly (pcba) to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
The blower was returned for failure investigation. Customer complaint was not duplicated. Returned blower passed all testing. No errors occurred during testing. No-fault found.